Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, distributor) regarding an event which occurred during surgery to screw the bow leg and fuse the interbody bone through the foramen in a patient. It was reported that the multiaxial lumbar screw has a defective screw cap. Specifically, the screw cap is wider than normal, so when the locking set screw is turned loose, it can't be locked to the rod. This lead to the set screw thread burning. The screw was implanted in the patient, but the doctor later discovered a defect in the product so he removed it and replaced it with a standard product there was no patient symptom reported. There were no further complications reported regarding the event.